Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy shocks and anti-tachycardia pacing (atp) during the suspected atrial driven episodes. Episodes were not terminated by the therapy after all programmed therapy was delivered. The device remains in service. No additional adverse patient effects were reported.